Event description:
It was reported that the patient presented via remote transmission. Upon review, the insertable cardiac monitor exhibited undersensing leading to multiple false pause detection. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.